Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon tried to drill a glenoid with the drill in question, but the surgeon could not do it because the drill was not sharp enough. The surgeon confirmed that there was no harm to the patient and no fragments of devices left in the body. There was no surgical delay. The device was brand new and the first use when the issue occurred.